Manufacturer narrative:
Additional information : additional information/correction: this lot was manufactured between november 14, 2017 - november 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5081250. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) bag 1000ml leaked at the center port, at the ridge. This was observed prior to patient use. There was no patient involvement. No additional information is available.